Event description:
Internal investigation discovered meter that has had the unit of measure mode "locked" to mg/dl that has become unlock. There was no report of death or serious injury or mistreatment associated with this product problem.

Manufacturer narrative:
Internal investigation has shown that partial memory overwrite, brought about in certain low battery situations, can cause meter settings (date and time, calibration, unit of measure and beeper settings) to revert to software default settings. The unit of measure for us customers is locked in mg/dl and when unlocked, defaults to mg/dl, the expected unit of measure. Investigation on this meter confirmed e3 error, which rendered the meter inoperable to the customer. In the course of the investigation it was also found that due to calibration memory values having reset, the uom was selectable, the battery icon and booklet icon appear on the display. Additionally, the meter uom was set to mmol/l.